Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the light guide fiber bundle (lcb).

Event description:
This event occurred at the time of before use. There was no report of patient harm. The lcb is broken (85 / 00%).